Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, it was an unknown device failure, "the sutures were already out". Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
("Sutures already out"). The device was received. Investigation is not complete.